Manufacturer narrative:
A maquet field service technician (fst) inspected the device: the fst found that the rubber cover was cut; the damage appeared to be the result of a collision with another device in the operating room. The fst replaced the damaged bumper with a new one. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of all the covers during yearly maintenances. Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported to maquet that the end cover of the light fell during a procedure, onto a surgical tray in sterile field. The procedure was delayed to re-prepare the instrument. No injuries to pt or staff was reported to maquet. (B)(4).